Manufacturer narrative:
H11: the actual device was not available; however, a companion sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Clear passage and clamp function testing were performed with no issues noted. The transfer set was leak tested using an in lab mini cap with no issues observed.the female connector was twisted by hand with no separation observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in september 2024. E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked. This occurred after opening the plug to connect to the double bag for peritoneal dialysis therapy. The transfer set had been in use for thirty two days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.